Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with blood glucose readings up to 250 mg/dl for several hours followed by hypoglycemia to 52 mg/dl, with recovery after oral glucose; the caregiver also reported an intermittent dexcom signal issue and a failed pairing event, and confirmed recent infusion set change, no disconnection, no air bubbles, and fingerstick verification of cgm values. Symptoms included hyperglycemia and hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included technical support troubleshooting, review of use patterns and meal announcements, and counseling to avoid off-label extra meal announcements. Investigation of this case revealed no device malfunction was confirmed and user stress and attempts to override system behavior were identified. It was concluded that the cause of the hyperglycemia and subsequent hypoglycemia was unclear and that continued standard operation without off-label adjustments was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.